Event description:
As reported: "right hip was revised due to infection. The cup was a 58 cup and a 5 accolade 2 stem. The initial implant date is un-known. No implant returns per hospital policy. All implants including head and liner were revised to permanent implants in a 1-stage revision. Rep re-confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name; 36mm biolox head; cat# ; unknown lot#; unknown, device name; size 5 accolade ii stem; cat# ; unknown lot#; unknown, device name; 58mm shell; cat# ; unknown lot#; unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.